Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device was successfully implanted. After release of the closure device, a pericardial effusion was noted and slowly growing. A pericardiocentesis was performed and approximately 250 cc's of fluid were drained from the patient in the catheterization lab. The patient was sent back to their bed and with the drain still in and an additional 150 cc's were drained. No further complications were reported and the patient was stable.